Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that an infusion of ivig was noted to be leaking from a pin point hole on the set while connected to a patient in the medical outpatient unit. There was no harm.

Event description:
It was reported that an infusion of ivig was noted to be leaking from a pin point hole on the set while connected to a patient in the medical outpatient unit. There was no harm.

Manufacturer narrative:
The customer¿s report of leaking from a pin point hole was confirmed. During visual inspection a tubing slice was observed on the tubing 12 inches on the distal tubing below the lower the fitment, confirming the customer¿s report. During functional testing the set leaked from the tubing cut that was observed during visual inspection. Pressure testing confirmed the leak. The root cause of the cut could not be identified.